Manufacturer narrative:
Additional information: breakdown of the 40 events of is as follows: delivery issue, improperly loaded 1, lens damaged 6, haptic damaged 20, unknown / unspecified 2, haptic detached 5, short haptic 1, haptic damaged, improperly loaded 1, cosmetic 1, cosmetic, lens damaged 1, difficult to use, haptic damaged, trailing haptic not folded 2. Serial or lot numbers of suspect products: (B)(4). 30 investigations were completed and 10 are pending for the time period. From the 30 investigations: haptic damaged 2, haptic damaged, haptic detached 4, haptic damaged, lens damaged 3, haptic detached 1, haptic detached, iol torn 1, haptic detached, lens damaged 2, lens cut 3, lens cut, haptic damaged 2, lens cut, haptic damaged, haptic detached 1, lens cut, haptic damaged, haptic distorted/bent 1, lens cut, haptic detached 2, lens cut, haptic detached, haptic distorted/bent 1, no issues identified 2, no product returned 5. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 40 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: there were 9 investigations completed during this period. Breakdown of 9 investigations with their respective serial numbers are as follows: (B)(4) lens cut, haptic distorted bent. (B)(4) no product returned. (B)(4) lens cut ,haptic damaged. (B)(4) haptic damaged, lens damaged. (B)(4) no product returned. (B)(4) no product returned. (B)(4) no product returned. (B)(4) haptic damaged. (B)(4) no product returned. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: there were 2 investigations completed during this period. Breakdown of 2 investigations with respective serial numbers are as follows: 5839831809 - no product returned 2364511902 - lens cut, haptic detached. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.